Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. It was reported that the patient has a history of multiple revisions with pump flipping. The last surgery the healthcare professional thought the pump was put in a dacron pouch and sutured in subcutaneous fat. The pump flipped again and the patient was referred to this healthcare professional due to inability to fill pump on the week of (B)(6) 2016. The patient did not have any symptoms at the time the problem was identified. Surgery was performed on (B)(6) 2016. The pump was visually confirmed to be flipped. The abdomen was opened and the pump sutures were broken. The pump was secured with a mesh pouch. There were multiple anchors on the pouch and pump anchor points. All were broken, torn, or no longer attached to the surrounding fascia tissues. There was no sign of scarring. The pump was repositioned and placed sub fascial to reduce the risk of pump flipping. The healthcare professional reinserted the functional pump after filling subfascial compartment. The pump is now deep in tissue, but telemetry was able to occur. The healthcare professional reported that they may need to do refills under fluoroscopy. Cerebrospinal fluid (csf) flowing well, no obvious defer in catheter. There was no change to catheter. The pump was refill and primed catheter. The mesh pouch was removed. The healthcare professional had no other history. It is unclear what officially caused the pump to flip. Refer to manufacturer report # 3004209178-2015-15438 for pump replaced due to flip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.